Event description:
Pt came in to emergency with a broken left subclavian (3" tubing) line that fell out and has been leaking. Upon removing dressing the line broke off with the hub clamped immediately. Surgeon was called and catheter replaced.